Event description:
It was reported, the pt ((B)(6)) was experiencing issues adjusting the amplitude for his stimulation. In addition, the pt alleges he was unable to establish communication with the ipg using either the programmer or charging system. Surgical intervention was undertaken to replace the pt's ipg. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
This ipg serial number was included in field advisories. 11627487-07262012-002-r sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.